Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in problem description, replacement of the o2 gas module is recommended to solve the issue. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The defective part has not been returned fot the further investigation, despite request. Our conclusion is that the o2 gas module was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).